Manufacturer narrative:
It was reported that the pack was opened and team noticed that the prep stick was already activated, so another stick was retrieved from the inventory. There was no injury, and no follow-up care, medical, and/or surgical intervention or treatment required.

Event description:
Chloraprep activated in pack, spilled in kit.